Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant of the left ventricular (lv) lead was difficulty and the lead did not reach good threshold values. After slitting, there was high thresholds in one vector. The lead was set to higher impulse width and it remains in use. No patient complications have been reported as a result of this event.